Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation received the device and the device was functionally evaluated. All functional testing passed successfully. The clinical events were evaluated against the algorithm decision and determined to be working as designed. This investigation is closed as meets specification. No information available from the customer on electrode pad placement. No trend is associated with reports of this type.